Event description:
Complainant alleged that the device displayed a "pacer fault 117" message and would not allow charge. Complainant did not indicate that there was any patient involvement in the reported malfunction.